Event description:
The manufacturer received information alleging a ventilator did not alarm for a patient disconnect. The customer also alleged the device was not ventilating the patient adequately. The patient was placed on another device as a result. The device has yet to be evaluated by the manufacturer. A follow up report will be filed when the manufacturer has completed the investigation.